Event description:
Unomedical reference number (B)(4) event occurred in germany it was reported that the patient experienced severe ketoacidosis from saturday to sunday along with vomiting twice, odor from the mouth, and sniffing. She was very unsettled, as she had no pain on insertion and no other signs that anything had occurred while inserting the infusion set. After she had blood glucose level over 500 mg/dl at night, she changed the set and noticed that the cannula was completely kinked and sitting on her skin. The needle had not been inserted into the skin to begin with. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
The following tests were completed for the returned samples. 1 used cannula was returned. 1. Visual inspection as per (B)(6) criterios de calidad para productos de la familia inset engesp (quality criteria for products of the inset family engesp), version 40. The cannula was found to be bent at the tip/middle. 2. (B)(6) flow test on customer complaints (B)(6), version 10. The used cannula meets the criteria of minimum 50ml/minute. Flow test results were found within specifications.

Event description:
To date no additional patient or event details have been received.